Event description:
Caller reported an issue with incorrect time settings on a pump. Blood glucose levels remained stable, with no values reported above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating the pump time, and caller was advised to monitor for future discrepancies.